Event description:
A report was received that the patient was experiencing discomfort and pain at the pocket site and went to the emergency room. The patient reported that the ipg was almost breaking through the skin. The pain was believed to be from the position of the ipg and the physician believed the pocket was too shallow. The patient underwent a pocket revision wherein the ipg pocket was deepened. The patient was reportedly doing well after the procedure.